Manufacturer narrative:
Complaint conclusion: while injecting for an abdominal angiogram, a 5f nylex catheter (uf 65cm 8sh) broke off from the hub. Another catheter was used to complete the procedure. There was no harm done to the patient. The injector settings were 12/15 at 900psi. The access site was the femoral artery. The device was stored and handled per the instructions for use (IFU). There were no anomalies noted when the device was removed from the packaging. There was no difficulty removing the device from the packaging. The device was prepped per the IFU. There were no kinks nor other damages noted prior to inserting the product into the patient. The product, nor any of the other devices used with it had not been resterilized. There was no difficulty tracking the device through the vessel to get to the lesion. There was no unusual force used at any time during the procedure. The catheter was not previously used in the procedure. There were no other anomalies noted when the device was removed from the patient. No other information was reported. The device was returned for analysis. A non-sterile diagnostic cath nylex 5f uf 65cm 8sh was received for analysis coiled inside a plastic bag. Per visual analysis, the hub was found separated from the body shaft of the catheter. The separated pieces of the device were inspected under the fal vision system and remnants of the body shaft catheter and strain relief inside the luer hub could be seen. Also, a foreign matter was found inside the separated strain relief of the unit. The body shaft of the catheter showed visible signs of elongation as well as stress marks. No other anomalies were noted on the luer hub and strain relief. Cross-sectioned analysis was performed on the received separated luer hub piece of the device to inspect the molded condition inside of the hub. Remnants of the body shaft in the walls of the luer hub were observed. Also, a foreign matter was found inside the separated strain relief of the unit. No other anomalies were found. A sem analysis was required to confirm residues of strain relief in the hub and to determine the possible causes of the body separation. Eds analysis was required to identify the elemental quantification and composition of the foreign matter found inside the strain relief of the unit showed evidence of carbon, oxygen and iodine. Iodine is an element that is most commonly used as it possesses important characteristics as a means of positive contrast on diagnostic catheterization procedures. However, the source of the iodine as well as the other elements present on the analyzed sample could not be conclusive determined through the analysis. It is most likely suggested as contrast material. However, it cannot be definitelyconfirmed as contrast material by the eds means only. No other matters were observed during the sem and eds analysis. Per microscopic analysis, sem analysis results showed that the nylex 5f body shaft separated from the luer hub presented with evidence of elongations and material transference on the remnants of the body shaft found inside the luer hub. Also, remnants of the strain relief inside the luer hub were confirmed through the scanning magnification. The strain relief area presented with evidence of elongations and material transference too. Moreover, stress marks and signs of elongation could be seen on the body shaft separated from the luer hub. The elongation is clearly seen due to the reduction in the body shaft diameter. Therefore, due to the elongations and stress marks as well as the evidence of body shaft material transference inside the luer hub separation suggest that the device was induced to stretching/pulling events that exceeded the material yield strength prior to the catheter body shaft separation from the luer hub. No other issues were observed during the sem analysis. The event reported as ¿luer hub ¿ catheters-separated¿ was confirmed during the analysis due to the catheter body shaft separated from hub condition as received. However, cross-section and sem analysis results showed evidence of elongations and material transference on the remnants of the body shaft inside the luer hub and strain relief. Also, stress marks and signs of elongation were observed on the body shaft separated from the luer hub. The elongations and stress marks as well as the evidence of body shaft material transference inside the luer hub separation suggest that the device was induced to stretching/pulling events that exceeded the material yield strength prior to the catheter body shaft separation from the luer hub. Nonetheless, the exact cause of the body shaft separation from the hub could not be conclusively determined during the analysis. Procedural and handling factors may have contributed to the luer hub separated damaged condition. Per the precautions in the instructions for use (IFU), which is not intended as a mitigation, ¿store in a cool, dark, dry place. Do not use if package is open or damaged. Exposure to temperatures above 54c (130f) may damage the catheter. Exercise care when removing guidewires from multiple-curve catheters. Use a guidewire when introducing the catheter through the catheter sheath introducer (csi). Neither the phr review nor the product analysis suggests that the events are related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, a 5f nylex catheter (uf 65cm 8sh) broke off from the hub while injecting an abdominal angiogram. The settings were 12/15 at 900psi. There was no harm done to the patient. The product was clinically used and will be returned for analysis. The access site was the femoral artery. The device was stored and handled per the instructions for use (IFU). There were no anomalies noted when the device was removed from the packaging. There was no difficulty removing the device from the packaging. The device was prepped per the IFU. There were no kinks nor other damages noted prior to inserting the product into the patient. The product, or any of the other devices used with it had not been resterilized. There was no difficulty tracking the device through the vessel to get to the lesion. There was no unusual force used at any time during the procedure. The catheter was not previously used in the procedure. There were no other anomalies noted when the device was removed from the patient. Another catheter was used to complete the procedure.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. A non-sterile diagnostic cath nylex 5f uf 65cm 8sh was received for analysis coiled inside a plastic bag. Per visual analysis, the hub was found separated from the body shaft of the catheter. The separated pieces of the unit were inspected under the fal vision system and remnants of the body shaft catheter and strain relief inside the luer hub could be observed. Also, a foreign matter was found inside the separated strain relief of the unit. Besides, the body shaft of the catheter showed visible signs of elongation as well as stress marks. No other anomalies were observed on the luer hub and strain relief separated. Cross-sectioned analysis was performed on the received separated luer hub piece of the unit to inspect the molded condition inside of the hub. Remnants of the body shaft in the walls of the luer hub were observed. Also, a foreign matter was found inside the separated strain relief of the unit. No other anomalies were found. The cut (cross-section) in the hub was observed under microscope and a foreign matter could be observed in the strain relief. A sem analysis was required to confirm residues of strain relief in the hub and to determine the possible causes of the body separation. Also, an eds analysis was required to identify the material composition of the foreign matter found. Per microscopic analysis, sem analysis results showed that the nylex 5f body shaft separated from the luer hub presented evidence of elongations and material transference on the remnants of the body shaft found inside the luer hub. Also, remnants of the strain relief inside the luer hub were confirmed through the scanning magnification observed. The strain relief area presented evidence of elongations and material transference too. Moreover, stress marks and signs of elongation could be observed on the body shaft separated from the luer hub. The elongation is clearly seen due to the reduction in the body shaft diameter. Therefore, due to the elongations and stress marks as well as the evidence of body shaft material transference inside the luer hub separation suggest that the device was induced to stretching/pulling events that exceeded the material yield strength prior to the catheter body shaft separation from the luer hub. No other issues were observed during the sem analysis. See sem analysis report. Eds to identify the elemental quantification and composition of the foreign matter found inside the strain relief of the unit showed evidence of carbon, oxygen and iodine. Iodine is an element that is most commonly used as it possesses important characteristics as a means of positive contrast on diagnostic catheterization procedures. However, the source of the iodine as well as the other elements present on the analyzed sample cannot be conclusive determined through this analysis. No other matters were observed during the sem and eds analysis. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f nylex catheter (uf 65cm 8sh) broke off from the hub while injecting an abdominal angiogram. The settings were 12/15 at 900psi. There was no harm done to the patient. The product was clinically used and will be returned for analysis.